Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator lost communications. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a service engineer inspected the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing and was placed back in use at the customer site. The gui pcb was returned to medtronic and an investigation was performed. The fault was isolated to thermal damage of the c837 capacitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a loss of communication; the unit did not pass the power on self-test (post). The ventilator was not in use on a patient at the time of the event.